Event description:
It was reported that while using the bd facsaria fusion special the sheath pressure sprayed outside of instrument. The following information was provided by the initial reporter: leaking from the quick disconnect bank in wetcart. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Unknown. What was the fluid that leaked/spilled? Sheath. What is the source of leak/spill? (Waste or non-waste line) unknown. Was the customer exposed to blood or bodily fluids? Unknown. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
After further review MFR#2916837-2020-00231 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using the bd facsaria fusion special the sheath pressure sprayed outside of instrument. The following information was provided by the initial reporter: leaking from the quick disconnect bank in wetcart. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Unknown. What was the fluid that leaked/spilled? Sheath. What is the source of leak/spill? (Waste or non-waste line) unknown. Was the customer exposed to blood or bodily fluids? Unknown. Was there any physical harm to the customer as a result of the leak? No.